Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, attached to chord, and possible tissue damage. It was reported that the mitraclip procedure was performed approximately two years ago. The patient recently began not feeling well and had shortness of breath. On unspecified date, a transesophageal echocardiography (tee) was performed which confirmed a single leaflet device attachment (slda) and mitral regurgitation (mr) was grade 2-3. It is believed one of the leaflets came loose; however, it could be holding onto a cord and not be completely free and that the leaflet eventually tore off the clip. There is no treatment planned at the moment and the patient will be under medical management. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information reviewed, the cause for the single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr), tissue damage, and foreign body in patient appear to be outcomes of the slda. The mr, tissue damage, and foreign body in patient are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.h6. 1816 code added